Manufacturer narrative:
Catheter model # 8709, lot # j11609r55, implanted: (B)(6) 2003, explanted: (B)(6) 2004.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the pump did not work and was removed in (B)(6) 2004. The patient referred to the explanting doctor as a "butcher"; he "botched removal, leaving large scar." The explanting physician reported the pump was removed because the patient no longer wanted it.